Event description:
It was reported that right ventricular (rv) lead was fractured. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was fractured, and high impedance values were noted. The lead was surgically explanted and replaced. No additional adverse patient effects were reported. The lead is expected to return for analysis.